Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mildly tortuous, heavily calcified, 75% stenosed, distal, right coronary artery, during pre-dilatation, the nc trek (2.5 x 8 mm) ruptured with the second inflation at 18 atmospheres. The nc trek was removed. A non-abbott balloon and xience v stent were used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.